Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1005 indicative of an open circuit condition. The patient experienced two episodes of ventricular fibrillation (vf). On both episodes, the patient received seven shocks which did not convert and managed to convert on the eighth shock. Therefore, the patient was in vf for approximately three minutes. Additionally, the shock impedance measurements were noted to be high within range increasing gradually in the right ventricular (rv) channel. This crt-d was explanted and replaced. No additional adverse patient effects were reported.